Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to no button response. Unit had severely scratched display window, scratched case, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 268 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.